Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported difficulties appear to be related to procedural circumstances; however, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The stent delivery system (sds) met resistance with the patient¿s lesion, resulting in the reported failure to advance and subsequent stent deformation. The reported patient effect of dissection is listed in the xience proa everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was a procedure to treat a diagonal artery. A xience proa 2.0x28 stent delivery system (sds) was inserted but was unable to cross the lesion, resulting in structural damage to the device. Angiography then showed a dissection of the artery with distal flow preserve. No treatment was performed. There was no clinically significant delay in the procedure. No additional information provided.